Event description:
The pt reported that he was hospitalized for 3 days in 2006 due to high blood glucose readings. The pt stated that his blood glucose was so high that neither his blood glucose meter or the hospital meter would read his elevated blood glucose level. While at the hospital, the pt was put on an insulin drip to bring his blood glucose down. The pt did not report any symptoms with his elevated blood glucose. His normal blood glucose level is around 10 mmol/l (180 mg/dl). The pt stated that now his blood glucose has returned to his normal range. The product has been requested to be returned for evaluation.